Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) france alleging her onetouch verio iq meter continues to display the battery indicator message and needs to be ¿recharged too often.¿ the complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt a symptom of anxiety. The patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿anxiety" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.